Event description:
Related manufacturing reference number: 2017865-2022-11926, 2017865-2022-11928, 2017865-2022-11929. It was reported that the patient presented with drainage from the wound site due to an infection. The physician decided to explant the implantable cardioverter defibrillator, right ventricular and right atrial leads. During the procedure, it was noted that the right ventricular lead helix was unable to retract. The system was explanted successfully. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.